Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500 mg/dl range and a bolus was delivered to address bg. Customer reported bg level "jumps around" and was the "nature" of their bg. However, was unsure of cause of this event, but was not related to the pump/supplies. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.